Event description:
When a pasv port that had been therapeutically placed in a male patient (age unknown) was explanted the catheter was observed to have a fracture near the hub. The device had been implanted in the patient in 2004. There was no indication from the complainant of the date that the device was explanted form the patient. The device was successfully removed from the patient and no other replacement device ws deemed necessary or planned. No sequellae was identified by the complainant as a result of the reported problem.